Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed one day prior. According to the complainant, when the technician tried to bow the sphincterotome, "the wire broke on the tome." The procedure was completed with a different device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Although the device has been received for eval, the analysis has not been completed. The cause of the reported malfunction is undetermined. The 2008, 15-month jagtome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome product family is included with the jagtome product family for trending purposes.